Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the event date of the previously reported issue was (B)(6) 2021. They marked 'other' for the reason for removal. They provided an operative note, which confirmed the procedure was an out-patient procedure performed on (B)(6) 2021. The pre- and post-operative diagnoses were both listed as "overactive bladder, history of [device] with nonfunctional ipg" (internal pulse generator). The patient had local monitored anesthesia care (mac). They noted the patient had a history of refractory overactive bladder status post-device placement. Their device had worked well for them until recently. No communication with their device was able to be established concerning for a completely depleted ipg. After discussion of options, they had elected to proceed with ipg exchange with intraoperative programming. They were also consented for a possible lead exchange should their programming be unsatisfactory. Risks of the procedure were reviewed, and they understood these risks and agreed to proceed/signed the consent form. The patient was brought into the operating room (or) where adequate anesthesia under mac was obtained. They were prepped and draped in the standard sterile fashion in the prone position. Following appropriate surgical pause, they initially infiltrated the previously created incision over their left upper buttock in the area of the ipg using 2% lidocaine with epinephrine/0.5% marcaine. An incision was then created over the previous scar. Electrocautery was used to dissect down to the ipg. This was freed and delivered out of the pocket. The ipg was disconnected from the lead using the screwdriver. The pocket was then copiously irrigated using double antibiotic irrigation. Hemostasis was ensured using electrocautery. They then attached the new implantable pulse generator using the screwdriver after the end of the lead was thoroughly cleaned and dried. This was then placed into the pocket with a tyrx antimicrobial sheath. At this time, intraoperative programming was carried out. Excellent communication was established with the device and all impedances were normal with no lead malfunction identified. They therefore made the decision to not proceed with lead exchange. The subcutaneous tissue was reapproximated using 2-0 absorbable, synthetic suture in a running fashion. The skin was reapproximated using 4-0 absorbable synthetic suture in a subcuticular fashion. The wound was cl eansed and a cyanoacrylate tissue adhesive/glue was placed over the incision. The patient tolerated the procedure very well; there were no complications. The estimated blood loss was minimal. They were stable when sent to the post-anesthesia care unit after the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional: a warranty form was received: the surgical notes stated the device had worked well for the patient until prior to replacement procedure, no communication with device was able to be established concerning for a completely depleted ins. The ins was replaced and intraoperative programming was carried out with the existing lead. Excellent communication was established with the device and all impedances were normal with no lead malfunction identified. The ins replacement procedure was completed with no issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the ins (B)(6) revealed that the ins passed functional testing; however the setscrew was backed out too far. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller contacted the manufacturer for return of the ins following ins replacement, and requested analysis be completed for warranty because of an overactive bladder patient with "nonfunctioning (implantable pulse generator) ipg." This was all the information the caller provided, and would be returning the ins.